Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 13-nov-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving a drug mixture via an implanted pump. The drugs in the mixture were unknown other than that one of them was fentanyl at 1050 mcg/day. The indication for pump use was failed back surgery syndrome, spinal pain, and non-malignant pain. On (B)(6) 2020, an inflammatory mass was found via an MRI. No additional information was available at the time of the report. No further complications have been reported as a result of this event.